Event description:
Physician performing an excision of right posterior scalp mass with findings of a 2cm lipoma. Staff reported the pencil was connected to the bovie machine. The cautery worked but the pencil did not cut. The device was switched out.